Event description:
On the day when the customer inserted the catheter in the patient, the clinician could measure without a problem. The next morning, the clinician tried to measure the pulmonary arterial wedge pressure, but could not wedge. No patient complications were reported.

Manufacturer narrative:
Product evaluation: examination of the device in the product evaluation laboratory in 2007 revealed that the thermistor and thermal filament were continuous. There was no error message on the vigilance monitor. All through lumens were patent. Balloon lumen leakage was observed through a 0.14" "<"- shaped, puncture/slit at the 37 cm area. There was no visible damage to the balloon latex. (The initial report did not appear to be medwatch reportable; however, after the product evaluation, a medwatch report was filed.)